Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump received a few motor errors this morning while attempting to bolus after an infusion set change. The patient's blood glucose at the time of incident was 250 mg/dl. Troubleshooting was initiated for the motor error alarms. The drive support cap appeared normal. The customer confirmed that the insulin pump was exposed to a cat scan. The customer was still able to complete the rewind process, though. However, the customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.